Manufacturer narrative:
Corrected data: b5,h6(clinical & impact).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units screen is blank and alarmed but screen is blank. There was no patient harm reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen was blank. Customer stated that screen had locked up and touchpad was not responding. A getinge field service engineer unable to duplicate problem. He had re calibrated touchscreen display verified all electrical connections. Event occurred while used on patient asked but no patient demographics provided, no patient injury or harm reported. He ran and passed all performance and function tests and returned unit for customer use.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen is blank and alarmed but screen is blank.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.